Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# (B)(4). A product sample was received for evaluation. Visual inspection showed tamper seal was intact. During functional check, the reported complaint was duplicated. Power port damage issue found during the investigation. Issue cause by customer. Replaced rear housing assembly.

Event description:
It was reported that there as power port damage during testing. No patient injury reported.